Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown pca tubing could not be disconnected from the y-site to an unknown clearlink tubing. The customer stated that the facility has been resolving this issue by cutting the pca tubing from the primary set. This event occurred during use. There was no report of patient injury or medical intervention indicated at the time of the report. No additional information is available.